Event description:
It was reported by a veterinarian that an animal underwent a dental extraction procedure on (B)(6) 2014 and suture was used. The site was rechecked one week later and the suture knots were untying post-op.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.